Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. During evaluation of the device, the device failed to complete its internal self test. Visual inspection of the main circuit board revealed water damage. The pneumatic block and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf150) related to an electro-valve issue. During evaluation of the device, the device failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.